Manufacturer narrative:
Other text: b3 unknown, d4: complete UDI (B)(4) one device was returned for analysis. Visual inspection showed a cracked battery door. The tamper seal was not broken. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. The pump slightly over delivered to manufacture specifications. As a result, the expulsor was trimmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4)

Event description:
It was reported that the pump failed accuracy +7.8%. The event occurred during testing, no patient injury was reported.